Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. After receiving the alarm, the customer would override the occlusion alarm and deliver the remaining insulin. No further occlusions would occur after that delivery. The customer was due to change out the cartridge and infusion set. The customer's blood glucose level was not impacted.